Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted that the helix would not extend during the procedure. The physician suspected a malfunction. The lead was exchanged and the procedure completed. The patient was stable.